Event description:
Customer reported an unexpected negative result when testing a patient sample with capture-r ready screen 3 (crrs 3 ) on the echo. The sample was re-tested on the echo and resulted as 2+ positive.

Manufacturer narrative:
Review of the result files:. -review of the initial screen shows a negative reaction for all 3 cells. Cell ii appears positive, but was visually interpreted as negative. This reaction appears weak positive, but was called negative. The positive and negative control wells appear as expected. -the sample on repeat testing reacted 2+ positive with cell 2. Cells 1 and 3 visually appear negative. The positive and negative control wells appear as expected. A service call was made: performed checklist for unexpected reactions for echo. Replaced 1ml syringe due to low volume range. Made other adjustments as needed. Performed qc. Tested 4 patient samples with expected results. Echo is operating within specifications.